Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product. Additionally, healthcare professional reported "seroma, cytology nl", and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Seroma: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Yellow particles observed on the surface of the device. Observed wear abrasion on the device.

Event description:
Healthcare professional reported, left side exchange from textured to smooth, due to concern with the product. Additionally, healthcare professional reported, "seroma, cytology nl". And capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade iii.